Event description:
Account reports that they found fluid underneath the waste bin. Account does not know where the fluid came from. They state that they received no error messages. Fluid leak may lead to dilution of sample/reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A root cause was determined. The customer called back indicating there was crack on the connector of solution bottle b. Customer was advised to order a replacement bottle from the parts dept. Part replacement will return the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).